Event description:
I used the solution "complete moisture plus" on a daily basis to insert my contact lenses after soaking them overnight. Each day I used the solution and inserted the lenses, 3 or 4 hours later my eyes filled with mucus. I tried leaving the contacts out for a few days and then wore them again and the same situation persisted, as well as, my eyes being very irritated and inflamed. Had same blurred vision. Finally, I threw the solution out and bought a diffirent brand. I also went to the doctor to check if I had an infection. He said there was no infection, but not to use contact for 5 to 6 weeks. There was a possibility of it being gpc.